Manufacturer narrative:
(B)(4). Concomitant medical products: 42500005801, persona ps narrow femoral, 62925817, 42511400410, persona ps articular surface, 62461479, 42532006401, persona stemmed 5-degree tibia, 11019220. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827 - 2018 - 00088, 0002648920 - 2018 - 00454, 0001822565 - 2018 - 02956.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. The patient underwent three washout procedures. The patient was then revised due to infection and a failed tibial component due to tibial subsidence. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. The complaint was evaluated and the reported event cannot be confirmed. No products were returned; however, pictures were provided. Visual evaluation identified traces of blood on the superior side of the articular surface and along the condyles of the femoral component. Femoral component exhibits signs of use. The back side of the femoral component shows bone cement with traces of blood. Bone cement with traces of blood is also found on inferior and superior side of the tibial component. Patella exhibits attached bone cement with traces of blood. DHR was reviewed and no discrepancies were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2018 - 00454 - 1, 3007963827 - 2018 - 00088 - 1, 0001822565 - 2018 - 02956 - 1.